Event description:
Livanova deutschland received a report regarding the failure, during procedure, of an evo occluder, displaying the error code 1538. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There is no report of any patient injury. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the evo clamp. The incident occurred in (B)(6), united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D1-d2-d4: product involved updated: electronic venous occluder (evo). H11: a livanova field service engineer (fse) was dispatched on site to investigate. The event and the error message could not be reproduced. All the functional tests passed with positive results, thus it was put back to service. Complaints database review revealed no further similar events since unit installation in 2012. No concerning trend has been detected. Based on the above, a hardware malfunction could be excluded as root cause of the issue. It cannot be ruled out that an incorrect tubing size or specific material used at customer site could have contributed to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.